Manufacturer narrative:
D10 concomitant product: 350-082-000, mcgrath ems 1 blade 350-082-000 10 CT, lot# unknown. Article: effectiveness of mcgrath mac video laryngoscopy for first-attempt intubation by anesthesia trainees in infants: a randomized controlled trial author: yuka uchinami, md, phd, noriaki fujita, md, koji hoshino, md, phd. Year: january 2, 2026 reference: 10.1213/ane.0000000000007952 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature source, a study compared first time tracheal intubation outcomes associated with the videolaryngoscope (vl) and traditional direct laryngoscopy. The videolaryngoscope group included 61 infant patients and the direct laryngoscopy group included 63 infant patients. The study took place between october 2021 and february 2024. Procedural complications associated with the mcgrath vl were: severe hypoxia, gastric distention, and bronchospasm. No interventions were reported. Article: effectiveness of mcgrath mac video laryngoscopy for first-attempt intubation by anesthesia trainees in infants: a randomized controlled trial author: yuka uchinami, md, phd, noriaki fujita, md, koji hoshino, md, phd. Year: january 2, 2026.